Manufacturer narrative:
(B)(4). Additional information was received. A non-covidien service engineer inspected the device and replaced the single board computer which fixed the issue reported.

Manufacturer narrative:
(B)(4). The customer reported to have duplicated the issue. The customer reported to have opened and inspected all connections and reseated them but the issue continued to reoccur intermittently. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended to inspect all wiring and connections and if issue continued, to replace the backlight inverter printed circuit board (pcb), backlight wiring and liquid crystal display (lcd) panel.

Event description:
It was reported that, prior to patient use, the ht70 plus ventilator's display became black. The ventilator was not in use on a patient at the time of the reported event.